Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unknown if the device will be returned following the planned revision surgery.

Event description:
It was reported that a chronically infected patient has presented with another infection. The surgeon plans to perform a wash out and poly swap.